Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's family reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was unknown at the time of incident. Customer stated they had ketones. Customer reported that they received insulin flow blocked alarm. Customer received insulin flow blocked alarm with four infusion sets, two of the infusion sets had bent cannulas. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by complete set changed. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.